Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex braid appeared to be fully opened and moderately frayed at both ends. No bends were observed on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the event cause could not be determined as the pipeline flex braid appeared to be fully opened and moderately frayed at both ends. The damage to the ends of the pipeline flex braid is likely the results of the physician re-sheathing the device more than recommended two times. It is possible that the patient tortuous anatomy may have contributed to the reported issues. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a headway duo microcatheter was placed with 3/4 of a 14mm coil deployed and jailed in an aneurysm. The marksman microcatheter was then able to deploy 3/4 of the pipeline around a tortuous ica bend, but the pipeline kept flattening out just over halfway and was unable to be opened even after loading, unloading, pushing, and unsheathing. At this point the coil was deployed and the headway duo microcatheter removed, yet the stent was still unable to open. As a result the pipeline was removed inside the marksman microcatheter and the sophia plus catheter replaced with a 5fr navien. A new marksman and pipeline were then deployed without complications with the patient having good stasis and angiographic result. Dual antiplatelet treatment was administered, and the pru level was 95 with inhibition of 65%. The patient was undergoing coiling and pipeline surgery for treatment of an unruptured, saccular, right ica aneurysm with a max diameter of 18mm and a neck diameter of 8mm. It was noted that the patient's vessel tortuosity was normal. The devices were prepared and flushed as indicated per the IFU, with the pipeline resheathed less than or equal to 2 times. There were no related patient symptoms. Ancillary devices include a microvention sophia plus and penumbra neuron max, headway duo.